Event description:
The reporter stated that the set was suspected of not infusing during administration of d5 with normal saline. The pump alerted pt occlusion several hours into the shift. The peripheral IV was found clotted off. The blue ball was noted to have risen to the top of the drip chamber. The pt was dehydrated and required a normal saline bolus. An umbilical venous catheter was placed for continued fluid delivery. It was noted that the pt had been well hydrated with good urine output.